Event description:
While conducting education onsite, nurses reported channel disconnect errors being a frequent occurrence. There were no specific incidents or patient events reported. No devices available for return. Based on the assessment of cleaning practices and device fleet, the iui connectors on the devices are not being cleaned and not being avoided during the cleaning of the devices' cases. When a channel disconnect error occurs, nurses send the device to the biomedical engineering department. Biomedical engineering receives the devices and replaces the iui connectors as appropriate. Bd's cleaning resources were provided to the education team to disseminate to the individuals responsible for cleaning the devices. There was no patient involvement.

Manufacturer narrative:
Omit: a1601 device alarm system (1012), g0600101 alarm, audible additional information: imdrf annex a, g codes.

Event description:
While conducting education onsite, nurses reported channel disconnect errors being a frequent occurrence. There were no specific incidents or patient events reported. No devices available for return. Based on the assessment of cleaning practices and device fleet, the iui connectors on the devices are not being cleaned and not being avoided during the cleaning of the devices' cases. When a channel disconnect error occurs, nurses send the device to the biomedical engineering department. Biomedical engineering receives the devices and replaces the iui connectors as appropriate. Bd's cleaning resources were provided to the education team to disseminate to the individuals responsible for cleaning the devices. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.